Manufacturer narrative:
Updated blocks: d9, h3, and h6. The field service representative (fsr) replaced the power inverter of the central control monitor (ccm) but that did not resolve the issue. The ccm was replaced with a ccm from another unit and the suspect ccm was returned to the manufacturer.

Manufacturer narrative:
The reported complaint was confirmed. The original power inverter was also returned on (B)(6) 2023. During laboratory analysis, the product surveillance technician connected the central control monitor (ccm) to lab use only (luo) testing equipment. The ccm backlight did not illuminate but with the help of a flashlight, screen output could be confirmed. Neither the inverter in the ccm nor the additional inverter received corrected the issue, but both worked correctly in a luo ccm. It was determined that the issue originated with the liquid crystal display (lcd) screen backlight. The service repair technician also duplicated the issue. He replaced the lcd screen. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) display did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.